Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 12-may-2024, it was reported that patient faced infusion set cannula crimped event. The event occurred within 3 hours of insertion. The insertion site was at the abdomen. The blood glucose level was 484 mg/dl at the time of event. The patient replaced the infusion sets and resumed insulin deliveries successfully. No further information was available.